Event description:
Patient was a 21 year old male with musclar dystrophy who was weaned from a ventilator approximately two weeks prior to the incident. Patient had an enlarged heart. Patient's code status was dnr. Patient on apnea monitor and was in strict isolation for a methicillin resistant staph infection. On 11/12/92, apnea alarm on patient signaled a quiet intermitten alarm every 30 seconds. Alarm answered by rt after gowning and patient was found pulseless and without respiration. Also in use was a fisher-paykal heated humidifierdevice not labeled for single use. Patient medical status prior to event: critical condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-feb-92. Service provided by: user facility biomedical/bioengineering department. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, performance tests performed, visual examination. Results of evaluation: none or unknown. Conclusion: device evaluated and alleged failure could not be duplicated. Certainty of device as cause of or contributor to event: no. Corrective actions: device returned to manufacturer/dealer/distributor, device temporarily removed from service, user education provided, invalid data. Invalid data - on device destroyed/disposed of status.